Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing atrial fibrillation and was short of breath. On device interrogation it was noted that  the right atrial (ra) lead exhibited a position check failure. It was also reported that the lead was under-sensing which wasnoted on stored episodes and current electrogram. No further patient complications have been reported as a result of this event.